Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, "he said on pa firing the inner rows formed but fell out of the tissue resulting in one row of staples. There was lack of hemostasis -- used evicel and achieved hemostasis." Case completed by over sewed the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: what was the approximate width of the compressed vessel? Unknown. Wasn't in the case were clips used in the surgical procedure? Unknown. Wasn't in the case are photos or video available? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).